Event description:
The customer stated there were reproducibility issues with bhcg on the architect (B)(4) analyzer. One patient generated an initial bhcg of 51miu/ml. Upon repeat the sample was 4.41miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the manufacturing and testing data for the affected reagent lot. A review of the recent manufacturing and testing date for architect total bhcg indicated the reagents were released within specification and that no issues were identified that could affect the performance of the reagents. Additionally, a review of the stability data illustrated that all controls and assay parameters were within specifications. A specific reason for the customer's observation could not be determined. The customer indicated the issue was resolved with a new a new reagent kit. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of the complaint history for the architect total bhcg assay, reagent lot 89908jn00 did not reveal any adverse trends for performance related issues. Based upon the investigation, it has been determined that architect total bhcg, list number 7k78-20, lot number 89908jn00, is performing as intended. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg ((B)(4)) on an i1000sr instrument which also utilizes the architect rubella igg ((B)(4)) assay. Further investigation of this quality issue will be conducted. An investigation is in process

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total bhcg: list 7k78-25, that has a similar us product distributed in the us, architect total bhcg: list 6c21. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process

Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(4). MFR # 3005094123-2011-00576 has been submitted to address this error.